Event description:
It was reported the patient passed away due to unknown reasons. Pneumonia and urinary tract infection were listed as secondary causes of death.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va06gmt, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).